Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced all the integrated multi-sensor technology (imt) tubing, the imt rotary valve seal and the quiklyte sensor. The cse ran dilution check, quality controls and precision testing, all of which were acceptable. The cause of the discordant, falsely low sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. Additionally, discordant falsely low potassium (k) and chloride (cl) results were obtained on one of two patient samples. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument and once on an alternate dimension exl instrument, resulting higher each time. The repeat results for patient 1 were reported to the physician(s), while it is unknown if the repeat results for patient 2 were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.